Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2017-05457. 0002648920-2017-00518, 0001822565-2017-07521. Concomitant medical products: versys fm taper hatcp 13x130 std body ext neck catalog#: 65786201320 lot#: 60377827. Trilogy acet shell 50mm od multi catalog#: 00620005020 lot#: 60365243. Unknown liner catalog#: unk lot#: unk. Bone screw 6.5x30 self-tap catalog#: 00625006530 lot#: 60337998. Bone screw 6.5x30 self-tap catalog#: 00625006520 lot#: 60410711. Bone screw 6.5x30 self-tap catalog#: 00625006520 lot#: 60337998. Report source - (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation is being sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001822565 - 2017 -05457, 0002648920 -2017 -00503, 0002648920 -2017 -00518. Concomitant products: p/n 00625006520, bone scr 6.5x20 self-tap, l/n 60337998, p/n 00625006520, bone screw self-tapping 6.5 mm dia. 20 mm length, l/n 60410711, p/n 00625006530, bone screw self-tapping 6.5 mm dia. 30 mm length, l/n 60337998, p/n 00620005020, shell porous with holes 50 mm o.d., l/n 60365243, p/n 00801802805, femoral head sterile product do not resterilize 12/14 taper, l/n 60239270, p/n 65786201320, femoral stem fiber metal taper collarless 12/14 neck taper with calcicoatâ® ceramic coating size 13 standard body extended neck offset. L/n 60377827. It has not been indicated the device will be returned for evaluation at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient was revised due to recurrent dislocation. During the procedure the surgeon noted metallosis, reaction, joint effusion, soft tissue inflammation and trunionosis. As the locking ring on the shell had been compromised and was not moving the surgeon removed the whole shell. No further information is available at this time.